Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
The customer reported that they were stuck on the same size aligners for months due to personal reasons. The customer reported that overjet has gotten worse throughout the treatment. No additional information was reported.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.